Event description:
Failed mis tibia component. The tibial component simply lifted off with no cement adherence.

Manufacturer narrative:
Evaluation summary: neither product nor x-rays were returned for evaluation. The pt was male, (B) (6) years old with small/medium build and medium activity level. The device was in-vivo for approx 2 years, 3 months. There are numerous factors which could have contributed to the issue including but not limited to: pt bone quality, bone cement mixture concentrations, excessive set-up time, bodily fluids interfering with a good implant/bone cement bond. It is not suspected that the device contributed to the reported incident. There is insufficient info to determine probable cause of the complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.